Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). The patient was enrolled in (B) (6) 2006. A type ii lesion was identified in the left carotid artery. The reference vessel diameter was 6mm. The lesion length was 14mm. There was 95% stenosis as measured via nascet. The target vessel was moderately tortuous with ulceration and 2+ calcium present. A filterwire ez was used successfully for cerebral protection. A 7mm diameter by 40 mm long carotid wallstent monorail was delivered and successfully placed at the intended site. Pta was performed with a non-bsc balloon catheter. During the procedure, atropine 0.75 ui was used. No vasodilator was used. The procedure was a technical success. Residual stenosis was 0-29%. Post-procedure the carotid stent was patent with a residual stenosis of 0%. The clinical outcome was that the patient was asymptomatic. There were no complications less than 24 hours after the procedure. The patient had a follow up visit in (B) (6) 2006. The carotid stent was patent and there was 0% residual stenosis. The patient was asymptomatic. The patient's speech function was normal and improved since the last visit. The patient's mental & intellectual functions were normal and unchanged since the last visit. The cranial nerves and eye exam was normal and unchanged since the last visit. The motor system was normal and improved since the last visit. The patient's sensory system was normal and unchanged since the last visit. There were no complications since the last visit. The patient had a follow-up visit in (B) (6) 2006. The carotid stent was patent with 0% residual stenosis. The patient was reported to be symptomatic with abnormal speech & language function that was worse than the previous visit. The patient had normal mental & intellectual function that was rated as worse when compared to the previous visit. The examination of the cranial nerves and eyes was not normal and was unchanged when compared to the last visit. The patient's motor system and sensory system were also not normal and were worse since the last visit. The patient had a cerebral and general event of death described as "ami and left posterior cerebral artery stroke". The date of the death was not provided.